Event description:
Ge carestation 650 anesthesia machine apl (adjustable pressure-limiting valve) would not release positive airway pressure in the open position during bag mode. Patient was spontaneous breathing and rebreathing bag had to be removed to release airway pressure with apl valve fully open. Clinical engineering team evaluated and could not reproduce issue.